Manufacturer narrative:
(B)(4). Additional information: the analysis results for the b12srt device confirmed that it was returned in good condition with the universal seal properly attached to the sleeve. The device was tested for functionality and the universal seal was removed from the sleeve and then it was attached to it and it latched as intended. In addition, the obturator was inserted through the sleeve and it latched without any difficulties noted. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy, the handle came off though the handle was not overloaded. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.